Manufacturer narrative:
Insulin pump received rf pic failed self test during self test due to faulty y1. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address or serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump motor arm failed self-test. The customer blood glucose level was 130 mg/dl at the time of incident. The customer will return insulin pump for analysis.